Event description:
On (B)(6) 2012, patient reported she attempted to bolus a few days ago and the up and down buttons would not respond. She attempted to bolus again and both buttons functioned as intended. The buttons were not flat and did not produce an audible sound. The infusion device was not dropped. Follow-up was completed on (B)(6) 2012, and patient reported she is sure she pressed the buttons correctly when they did not respond. The infusion device was replaced and requested for evaluation. No physiological effects were reported in relation to this event, and she did not require treatment from a health care professional or second party to address the issue.